Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes. The area was described as a white rash that is itchy. The patient later described the area as a red itchy irritation that is not open. The patient also reported a history of eczema and that she sweats excessively. The patient's doctor prescribed a topical ointment for the irritation. During a follow up, the patient reported that the irritation had improved due the prescribed ointment.